Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had sparks scatter. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to the instrument was tested on an in-house system the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Manual inspection was performed and the instrument fully met all criteria. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. No product issue was found. The complaint regarding sparks scattered was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.